Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no frozen display and time clock anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The patient¿s blood glucose level was 148mg/dl at the time of the incident. Issue was not resolved by troubleshooting. Customer has tried multiple batteries, and none have actually gotten past the initial restart phase. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned or analysis.